Manufacturer narrative:
Eval summary: the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.

Event description:
It was reported that the device was used during an unk procedure, it misfunctioned. Another device was used to complete the procedure. There was no pt consequence.